Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to investigate the reported event. The fse confirmed the reported error message on the error log and reproduced it by attempting to run a sample. The fse found the x1 sample loader flag was not positioned correctly, causing the "2300 s.loader step feed failure" error message. The fse proceeded to adjust the x1 sample loader flag, ran daily check, and quality controls with no further errors. No further action was required. The aia-900 analyzer was performing within manufacturer's specifications. The aia-900 analyzer, serial number (B)(4), was installed at the account on 19-dec-2018. A month complaint history review and service history review for similar complaints was performed from 19-dec-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to the x1 sample loader flag being out of alignment.

Event description:
A customer reported getting error message "2300 s.loader step feed failure" with the aia-900 analyzer. The customer rebooted the analyzer, but error message persisted. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Please refer to MFR site and report source for corrected contact information.

Event description:
N/a.